Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The circuit boards were reseated. The generator interface battery was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.